Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod4 coil pusher assembly. The pusher assembly was kinked approximately 20.0 and 68.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and kinked in multiple locations throughout its length. Upon initial evaluation, the pod4 coil was stuck inside the introducer sheath due to dried blood. The dried blood was flushed out of the introducer sheath by a penumbra investigator and the pod4 coil was successfully advanced through the introducer sheath and a demonstration microcatheter, but significant resistance was encountered. Conclusions: evaluation of the returned device revealed the pusher assembly and embolization coil were kinked. This type of damage typically occurs due to forceful advancement of the pod4 against resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation, and therefore, the cause of the initial reported resistance experienced by the physician could not be determined. The damage observed on the pusher assembly and embolization coil caused resistance when a penumbra investigator attempted to advance the pod4 coil through its introducer sheath and a demonstration microcatheter. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil procedure using pod4 coils. During the procedure, while attempting to advance a pod4 coil through another manufacturer's microcatheter, the physician experienced resistance and was unable to advance the pod4 coil through the microcatheter. Therefore, the pod4 coil was removed and the procedure was successfully completed using new ruby coils and the same microcatheter. It should be noted that the physician flushed prior to insertion of each coil but did not use a rotating hemostasis valve (rhv). There was no report of an adverse effect to the patient.